Event description:
It was reported that when the surgeon removed the dbs single set screw cover, he had applied during phase one surgery in 2007, he noted exposed wiring between contacts 2 & 3 on the proximal end of the dbs lead. He also noted a slight twisted appearance to the lead in this same area. The patient was awaiting a programming session to determine if the system was intact and providing good therapeutic control. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.